Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode was explanted due to an infection located at the top incision site. All three electrode incision sites were debrided and a new electrode was placed in the device pocket, but not implanted up the sternum at this time. The plan is to come back at a later time (likely after the infection clears) to properly position the electrode. The patient was treated with antibiotics. No additional adverse patient effects were reported.